Event description:
It was reported that a patient had a communication/telemetry problem. The patient stated they¿d been ¿charging for 7 days¿ and couldn¿t get it charged (it was noted that patient services at first thought the patient stated they were in pain for 7 days). It was stated that the last time the patient successfully charged was ¿maybe 3 weeks or a month ago¿ and she last felt stimulation on (B)(6) 2014. When the patient tried to recharge during the call she reported seeing the reposition antenna screen. It was noted that the patient was redirected to the healthcare professional (hcp). It was later reported that there was no communication with the 8840 (clinician programmer), implantable neurostimulator recharger (insr) or patient programmer. It was reported that the recharger was stuck on the antenna locate screen. Per the manufacturer¿s representative, the patient thought they lost stimulation about 9 days ago. It was noted that there was confusion with charge levels. It was noted that the patient met with a manufacturer¿s representative to perform a physician reset (pmr). It was reported that the insr statistics indicated that the last charge date was (B)(6) 2014, and that the patient was in overdischarge since (B)(6). It was noted that the por (power on reset) code was 0x2608. It was stated that they were able to reset the recharger. It was further stated that the first pmr was unsuccessful. It was stated that three pmr attempts were needed, but now the patient was getting great pain relief and stimulation coverage.

Manufacturer narrative:
Concomitant products: product ID 97754, serial# (B)(4), product type recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 8840, serial# unknown, product type programmer, physician; product ID 97754, serial# (B)(4), product type recharger. (B)(4).